Event description:
It was reported that the as lvp 20d 2ss cv disconnected at the pump section when the clinician attempted to "gently flick" the line to remove air bubbles. A second line also disconnected "with slightest movement". The following information was provided by the initial reporter: "infusion line primed and bubbles in line were noticed. Clinician attempted to gently flick the line to remove bubbles and line disconnected at section where line is inserted into pump. Second line retrieved from packaging and found also to easily come away from connections in this section without flicking of bubbles but with slightest movement".

Manufacturer narrative:
H6: investigation summary a 2420-0007 sample was not available for investigation of this feedback; however the customer indicates that a separation was identified at a tubing joint during priming which resulted in leakage of saline solution. The customer indicates that the tubing separation occurred from the lower pumping segment component, however it could not be determined if this was from the silicone pumping segment or the tubing below. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056931 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 2ss cv disconnected at the pump section when the clinician attempted to "gently flick" the line to remove air bubbles. A second line also disconnected "with slightest movement". The following information was provided by the initial reporter: "infusion line primed and bubbles in line were noticed. Clinician attempted to gently flick the line to remove bubbles and line disconnected at section where line is inserted into pump. Second line retrieved from packaging and found also to easily come away from connections in this section without flicking of bubbles but with slightest movement"